Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak was not able to be observed. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified connector on a prismaflex m150 set during prime. There was no patient involvement. No additional information is available.